Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and a stockert 70 rf generator and suffered an esophageal fistula requiring surgical intervention, cerebrovascular accident, st segment elevation, and death. Repair follow-up was performed and device was not shipped for service. Service was declined. Complaint was unable to be confirmed. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Additional information was received on november 7, 2016. The serial# (B)(4) was provided. This stockert was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial number (B)(4). Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. Event description continuation: ablation was performed to achieve electrical isolation. Esophageal temperatures were continuously monitored. Ablation reduced to 30 watts on posterior wall. No increased temperatures of the esophagus noted during ablation. Smarttouch catheter was used with a deflectable sheath. 10-20 watts was used on posterior wall. Stockert 70 generator was also used. On (B)(6) 2015, the patient presented to emergency department reporting chest pain. Chest angiogram performed and initially read as normal. The patient then presented with acute chest pain, fever, signs of sepsis, and st elevation. Brain computed tomography revealed bilateral strokes. Coronary angiogram did not show evidence of coronary disease. On (B)(6) 2015, the patient was brought to the operating room where he was found to have an atrial esophageal fistula which was repaired with exclusion of the esophagus. The patient remained critically ill. On (B)(6) 2015, patient expired. Multiple attempts have been made to obtain additional clarification to this complaint. However, no further information has been made available.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and a stockert 70 rf generator and suffered an esophageal fistula requiring surgical intervention, cerebrovascular accident, st segment elevation, and death. Medical history includes long-standing persistent highly symptomatic atrial fibrillation which had been resistant to cardioversion and antiarrhythmic drugs. Patient had previously been on amiodarone but still had debilitating recurrences of atrial fibrillation. Amiodarone then stopped due to photosensitivity. In 1996, the patient received initial diagnosis of atrial fibrillation. In 2003, patient underwent coronary artery bypass grafting and maze procedure. During maze procedure, pulmonary veins were isolated and possibly a box lesion was performed. Medtronic cardioblate was used. The patient had staple closure of left atrial appendage. Normal sinus rhythm restored and maintained for approximately one year. After extensive discussion, patient understood that success rate of ablation was limited given his long-standing persistent atrial fibrillation. Patient reported prior trips to emergency department for debilitating symptoms from atrial fibrillation and therefore elected to proceed with radiofrequency ablation. On (B)(6) 2015, the patient was brought to electrophysiology lab for ablation procedure. The patient had a transesophageal echocardiogram performed the previous day which showed left atrial appendage stapling had not completely closed off, allowing residual flow. There was no evidence of intracardiac thrombus. The patient reported chest pain after transesophageal echocardiogram. The patient was found to have electrical reconnection of left pulmonary veins and gaps in posterior left atrial box lesion.